Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high and low blood glucose levels. The customer's spouse stated that she was hospitalized with a low blood glucose of 20 mg/dl. The spouse stated that she went into convulsions during the night, and the paramedics were called as he immediately knew what was going on. Troubleshooting was declined as the spouse did not feel the insulin pump had anything to do with it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.